Manufacturer narrative:
Concomitant medical products: 1056t lead; 1688tc lead. Product event: summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular (rv) lead, the impedance trend on the rv pacing lead was rising and the criteria for the rv lead integrity alert were met. It was noted there were 968 ventricular sics since the last session 20 hours ago, seven non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016, right ventricular pace impedance slowly rose from 513 to 722 ohms between (B)(6) 2015 and (B)(6) 2016; the lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsvts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and oversensing of noise via remote transmission and a rv lead fracture was suspected. Loss of capture was also noted, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.